Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient had pain. It was reported that they had always had pain, but the pain got worse on (B)(6) 2017. No further complications were reported/anticipated.